Event description:
Pt presented to pre-op for orif of right hip with history of als. Used a yankauer suction tip for phlegm. Tip of suction cath broke off in pt's mouth prior to intubation. Unable to see or retrieve tip prior to beginning of case. Crna and anesthesiologist examined pt.